Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/07/2025, a sales representative reported via (B)(4) that when using the ar-3670 fibertak biceps implant set, per the correct surgical technique, the cannulation of the blue drill sleeve was too small to accept the compatible drill, causing it to bind and, therefore, preventing the surgeon from preparing the implant site appropriately. A new item was opened to complete the distal biceps repair safely. No patient was affected.

Manufacturer narrative:
The failed device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex concluded the most likely cause. The most likely cause of the reported failure was misaligned insertion and/or prying or levering the device during insertion, which resulted in damage to the device. The complaint allegation was not confirmed. No evidence of that failure was received.